Event description:
It was reported that the case of the external pulse generator was broken, that the ring and bails were missing, there were problems with the battery release and all bail covers were missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the case was broken, the ring, bail covers and bails were missing and that there were problems with the battery release. Analysis also found that the ring cover was missing, the ventricle output connector was damaged, the battery contacts were compressed, the battery drawer was broken, the keyboard was stained and the liquid crystal display was out of specification, it was missing pixels. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the case of the external pulse generator was broken, that the ring and bails were missing, there were problems with the battery release and all bail covers were missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.